Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keyboard was not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not responding. Device passed self test and displacement test. All buttons function properly. Device passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. All buttons functioned properly during test and no keypad anomaly noted.